Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. Reportedly, when the customer disconnected their site and delivered a test bolus, insulin was not observed exiting the tubing; however, insulin exited the cartridge. This prompted the customer to change the tubing which the customer believed was the source of the occlusion. The customer reported an elevated blood glucose (bg) level of 549 (mg/dl). A correction bolus was delivered to address bg levels. Due to the occlusion occurring in the past and supplies being changed, troubleshooting with tandem technical support was unable to be performed.